Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented for implant procedure. During the procedure, the leads exhibited loss of capture. It was noted that the leads were dislodged. Both the leads were not used and replaced during the procedure. The patient was stable.